Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2014, the replacement generator was tested with the existing lead and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). Pre-operative diagnostic results showed lead impedance within normal impedance. The lead was damaged during the procedure and was replaced. The explanted generator and lead have not been returned to date.